Event description:
Tip to asahi microcatheter corsair was in a 90 degrees bend condition in the procedure to 100% calcified 40 mo. Cto lesion in rca, where asahi fielder xt guidewire was advanced and it perforated the corsair just at the connection joint at the flexible tip and the distal portion of the shaft. Guidewire also perforated the vessel but the vessel perforation closed by itself. Procedure was continued with new corsair and the final outcome was good.

Manufacturer narrative:
Corsair catheter and fielder xt guidewire was returned to MFR in a stuck condition each other. Tip of corsair was bent, and the trace of perforation was observed at tip end. Tip end section of the corsair seemed to have been bent at the perforated point, to make the perforated site outside of the bend. X-ray observation revealed guide wire tip end at the tip of corsair shaft. Upon withdrawal from corsair catheter, fielder xt was found intact to tip end without separation, though some bend was observed. Lot history review could not be conducted for the guidewire since no lot info was available, however, all the guidewires are inspected to meet the shipping criteria in the production process, subject guidewire is inferred to be free from defect. It is inferred that the tip end of corsair microcatheter was bent in 90 degrees, where fielder xt guidewire was advanced from proximal of corsair, resulting the perforation of the tip end of corsair by fielder xt guidewire due to the force exceeding the product design limit, then the guidewire perforated the vessel as well. Warning section of the IFU describes "never push, auger, withdraw, or torque a guidewire that meets resistance. Torquing or pushing a guidewire against resistance may cause... Damage to vessel" and "damage to a vessel, including possible vessel perforation" as one of possible complications and adverse events.